Event description:
Pt reports eyes were extremely red, watery and burning an that his ophthalmologist diagnosed a severe viral infection of the cornea and was placed on medication. Attempts to contact the pt for ecp contact info and follow up resulted in no reply.

Manufacturer narrative:
This is being reported as an unconfirmed infection. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the add'l info.